Manufacturer narrative:
Unit received with blank display due to faulty interface board. Insulin pump was received with minor scratched display window.

Event description:
It was reported that the insulin pump had a blank display after changing the batteries. Customer's blood glucose level was over 400 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.